Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report number 3005099803-2008-07050 for a description of the other event. It was reported to boston scientific corporation in 2006 that an extractor retrieval balloon was used in a procedure the same day (patient age, gender and weight are unknown). According to the complainant, during preparation, the balloon was inflated. The balloon ruptured with an air volume of less than 4.3 ml. Another extractor retrieval balloon was used during the procedure. No patient complications were reported as a result of this event. The patient's condition was reported to be ok.

Manufacturer narrative:
Evaluation of the returned device showed that the balloon had ruptured in a central location. Both the proximal and distal balloon bonds were found to be continuous and intact. The cause of this malfunction is undetermined.